Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance 2. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "flow verification" test step during testing. The technician recommended replacing the machine flow sensor to address the issue. No further investigation is required at this time. Additionally, the device's air inlet foam filter, particulate filter, and muffler assembly were replaced as regulated by maintenance procedure to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).